Event description:
Customer original concern confirmed, in addition the downstream occlusion sensor (dso) seal was detached. It was reported that the device was not powering on. This event occurred during testing.

Manufacturer narrative:
Received one device. Visual inspection found detached downstream occlusion sensor (dso) seal. Defective components were replaced with new ones. Device sensors were calibrated. Software vip 1.6 pharmaguard. All test were performed successfully. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.